Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had no delivery alarm. Customer¿s blood glucose was 294 mg/dl. Customer stated that they have tried all remedies and do not want to troubleshoot. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.